Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Unit received with label damage. Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing however, unit alarmed hardware low level failure alarm during self test and confirmed in the pump history due to broken pin trace on keypad assembly.

Event description:
Information received by medtronic indicated that the label stickers were missing. No harm requiring medical intervention was reported. The device will be returned for analysis.